Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The probe was returned for testing on this investigation. A visual assessment of the returned sample revealed a damaged tip. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar, and it could not be inserted. A visual assessment revealed the tip was damaged. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the tip became damaged. The root cause of the reported event can be attributed to tip damage. However, as to how or when it became damaged remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in section d.9, h.3 and h.11. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery, an ophthalmic laser probe tip was found thicker and trocar was getting stuck. Surgery was completed on the same day with an alternative laser probe.